Event description:
The hospital reported the precision flow shut off three times while on a pt. The unit was reported to not alarm, didn't go to standby, no flow, and a blank screen. Vapotherm is not aware of any intervention or pt harm. The reported condition could not be duplicated on the returned unit. It is possible that the disposable pt circuit (dpc) was not seated correctly in the main unit. The operating manual instructs the user to completely seat the dpc. The user may not have followed these instructions. Although the pt was not harmed and the operating instructions may not have been followed, vapotherm is taking a conservative approach to its MDR filing responsibilities by reporting this incident.